Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was not returned for additional evaluation and the cause of infection could not be determined.

Event description:
It was reported that the patient presented in the clinic with pain on the pacemaker pocket. The pacemaker pocket was noted to be in redness and swollen. Upon examination, it was diagnosed to be pressure necrosis and infection on the pacemaker pocket. The pacemaker was explanted due to pressure necrosis and infection. There were no patient consequences.